Event description:
It was reported that during a procedure, "there was difficulty inserting the trocar and the liver was lacerated when entering the patient." A bovie device was used to cauterize the liver.

Manufacturer narrative:
The complaint device was returned to stryker sustainability solutions (sss) for an evaluation. The obturator of the trocar has two linear non-bladed fins and a non-bladed rounded tip with a spring-loaded tissue dilation shield. The tip helps to navigate through tissue during insertion, and the retracting tissue dilation shield may help limit tissue trauma and promotes a small fascial defect. An examination of the distal tip of the obturator and the cannula sleeve did not reveal any damage. The puncture force for the obturator was measured three times. The average peak force recorded for the device was 4.12 lbf. This value falls under the maximum allowable puncture force of 4.20 lbf. Since the obturator is bladeless and the results of the investigation performed indicated that the returned device exhibited acceptable puncture force values, the reported issue was unable to be substantiated and a root cause is unknown. Sss instructions for use state: "become familiar with specific model of trocar and cannula prior to employing it in a surgical procedure to avoid damage to patient, to operator or to instrument." "Improper use of this product can result in life-threatening injury to internal organs and vasculature. Use extreme caution during trocar insertion." "Although many trocar models are blunt or have safety features, care must be taken when introducing to avoid damage to major vessels and other anatomical structures." "Keep organs out of reach of trocar penetration by ensuring a suitable positioning of the patient's body." "Direct the trocar away from the major vessels and other anatomic structures." The device history record for the returned device indicates that the trocar passed all applicable inspections and tests prior to release. This is the first complaint of this nature that sss has received.